Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: mirena from 2008 to (B)(6) 2013, depo shot in 2008 and contraceptive pills in 2004. Concurrent conditions included mental disability (name of treatment -psychiatry) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches (event splitted for coding)"), rash ("rashes or skin conditions"), alopecia ("hair loss") and migraine ("migraines / headaches (event splitted for coding)"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menometrorrhagia ("irregular prolonged menstrual"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), loss of libido ("hormonal changes describe: lack of sex drive"), mental disorder ("psychological or psychiatric problems condition: psychiatric"), lymphadenopathy ("swollen nodes in groin area"), back pain ("back pain") and tendonitis ("tendinitis"). The patient was treated with oral contraceptive nos and surgery (surgery to remove essure/underwent a pelvic surgery, hysterectomy (full),salpingectomy,oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, depression, abdominal pain, abdominal pain lower, headache, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, mental disorder, rash, dysmenorrhoea, alopecia, menometrorrhagia, lymphadenopathy, migraine, back pain and tendonitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, lymphadenopathy, menometrorrhagia, menorrhagia, mental disorder, migraine, pelvic pain, rash, tendonitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Approximate weight at the time of essure placement 211.6 lbs. In (B)(6) 2013 type of test: dye test result: other (please describe) plaintiff was informed that everything was in place. And that plaintiff could have unprotected within two months. Patient took diet pills for weight gain. Psychiatry treatment for psychological or psychiatric problems condition: psychiatric. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. A57117, 12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disability (name of treatment - psychiatry) in 2014. *approximate weight at the time of essure placement 211.6 lbs. In (B)(6) 2013. Type of test: dye test. Result: other (please describe) plaintiff was informed that everything was in place. And that plaintiff could have unprotected within two months. Patient took diet pills for weight gain. Psychiatry treatment for psychological or psychiatric problems condition: psychiatric. Previously administered products included for to prevent pregnancy: mirena from 2008 to (B)(6) 2013, depo shot and contraceptive pills in 2004. Concurrent conditions included uterine enlargement. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches (event splitted for coding)"), rash ("rashes or skin conditions"), alopecia ("hair loss") and migraine ("migraines / headaches (event splitted for coding)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menometrorrhagia ("irregular prolonged menstrual"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), depression ("depression"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), loss of libido ("hormonal changes describe: lack of sex drive"), suicidal ideation ("psychological or psychiatric problems condition: psychiatric/ mental illness: suicide"), lymphadenopathy ("swollen nodes in groin area"), back pain ("back pain") and tendonitis ("tendinitis"). The patient was treated with oral contraceptive nos and surgery (surgery to remove essure/underwent a pelvic surgery, hysterectomy (full), salpingectomy,oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, abdominal pain, abdominal pain lower, headache, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, alopecia, menometrorrhagia, lymphadenopathy, migraine, back pain and tendonitis outcome was unknown and the depression and suicidal ideation was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, lymphadenopathy, menometrorrhagia, menorrhagia, migraine, pelvic pain, rash, suicidal ideation, tendonitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was guided into the right tube without difficulty. Three coils were seen. The procedure was repeated on the left side and three coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Imaging procedure - in (B)(6) 2013: everything was fine. Most recent follow-up information incorporated above includes: on 14-apr-2020: mr received. Lot number added. New reporter and concomitant condition added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: mirena from 2008 to (B)(6) 2013, depo shot in 2008 and contraceptive pills in 2004. Concurrent conditions included mental disability (name of treatment -psychiatry) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches (event splitted for coding)"), rash ("rashes or skin conditions"), alopecia ("hair loss") and migraine ("migraines / headaches (event splitted for coding)"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menometrorrhagia ("irregular prolonged menstrual"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), loss of libido ("hormonal changes describe: lack of sex drive"), mental disorder ("psychological or psychiatric problems condition: psychiatric"), lymphadenopathy ("swollen nodes in groin area"), back pain ("back pain") and tendonitis ("tendinitis"). The patient was treated with contraceptives nos and surgery (surgery to remove essure/underwent a pelvic surgery, hysterectomy (full),salpingectomy,oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, depression, abdominal pain, abdominal pain lower, headache, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, mental disorder, rash, dysmenorrhoea, alopecia, menometrorrhagia, lymphadenopathy, migraine, back pain and tendonitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, lymphadenopathy, menometrorrhagia, menorrhagia, mental disorder, migraine, pelvic pain, rash, tendonitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Approximate weight at the time of essure placement 211.6 lbs in sep 2013 type of test: dye test result: other (please describe) plaintiff was informed that everything was in place. And that plaintiff could have unprotected within two months. Patient took diet pills for weight gain. Psychiatry treatment for psychological or psychiatric problems condition: psychiatric. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient details, historical drug, concomitant disease and unstructured relevant tests were added. Hormonal changes describe: lack of sex drive, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: psychiatric, rashes or skin conditions, dysmenorrhea (cramping), hair loss, irregular prolonged menstrual, swollen nodes in groin area, migraines, back pain and tendinitis were added as events. Essure indication and lot number were added. Treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive bleeding') in a 34-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disability (name of treatment -psychiatry) in 2014. *approximate weight at the time of essure placement 211.6 lbs in (B)(6) 2013. Type of test: dye test. Result: other (please describe) plaintiff was informed that everything was in place. And that plaintiff could have unprotected within two months. Patient took diet pills for weight gain. Psychiatry treatment for psychological or psychiatric problems condition: psychiatric. Previously administered products included for to prevent pregnancy: mirena from 2008 to (B)(6) 2013, depo shot and contraceptive pills in 2004. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches (event splitted for coding)"), rash ("rashes or skin conditions"), alopecia ("hair loss") and migraine ("migraines / headaches (event splitted for coding)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menometrorrhagia ("irregular prolonged menstrual"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), loss of libido ("hormonal changes describe: lack of sex drive"), suicidal ideation ("psychological or psychiatric problems condition: psychiatric/ mental illness: suicide"), lymphadenopathy ("swollen nodes in groin area"), back pain ("back pain") and tendonitis ("tendinitis"). The patient was treated with oral contraceptive nos and surgery (surgery to remove essure/underwent a pelvic surgery, hysterectomy (full),salpingectomy,oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, abdominal pain, abdominal pain lower, headache, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, alopecia, menometrorrhagia, lymphadenopathy, migraine, back pain and tendonitis outcome was unknown and the depression and suicidal ideation was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, lymphadenopathy, menometrorrhagia, menorrhagia, migraine, pelvic pain, rash, suicidal ideation, tendonitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Imaging procedure - in (B)(6) 2013: everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Psychiatric disorder updated to mental illness: suicidal ideation. New reporters added. Outcome for depression and suicidal ideation updated. Lab data added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), depression ("depression"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant /underwent a pelvic surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, depression, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received: new reporters, events severe abdominal pain, cramping, excessive bleeding, headaches and painful intercourse are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, fatigue and depression outcome was unknown. The reporter considered depression, fatigue, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.